Manufacturer narrative:
The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle broke at the top edge of the heat affected zone induced during the brazing process. The immediate cause of the failure is material defect.

Event description:
Per the information provided, the needle separated from the microtip at the end of the procedure. The microtip was removed from the patient and the needle remained behind. The doctor removed the needle without issue or complication. There was no harm or injury to the patient caused by the failure.